Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received the "replace generator" message for their ipg. Abbott representative has confirmed the device inoperable. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
Correction: date of birth should have been marked as (B)(6) 1953 instead of blank on initial report.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.